Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, battery failed. The customer reported no adverse event. The event involved product(s) mmt-1884l. Battery failed alarm customer reported receiving a battery failed alarm. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. The customer will continue using the device.

Manufacturer narrative:
Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and self tests. Successfully downloaded history files and traces using thus. No unexpected rewind anomaly, failed batt test alarms noted during testing or in the trace/history files on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Cut and open the pump found no moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. The motor was tested outside of the device on the stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, rewind anomaly, failed batt test alarms were not confirmed during testing or in the traces/file history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.